Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that chemotherapy infusions are completing faster than expected. An example given by the customer was that the infusion completed in 1 hour and 40 minutes when it was programmed to complete in 2 hours. There was no report of patient injury as a result of this event.